Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that the device displays therapy error. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.